Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 3006705815-2018-01780. It was reported the patient was to undergo surgical intervention to implant two leads on (B)(6) 2018. During the procedure, the physician was unable to advance the lead in the epidural space. As a result, the procedure was abandoned. Note: two leads are being reported because it is unknown which lead is liable.